Event description:
Additional information received reported that intraoperative impedance measurements showed a short circuit between contacts 8 and 11, the impedance measurement was 38 ohms. The physician programmed contacts 8 and 10 and impedance measurements were repeated and were normal. A battery longevity calculation was performed using these new settings and an estimated end of service (eos) was found to be less than 3 months due to the short across electrodes 8 and 11. It was reported that the patient was "okay."

Event description:
It was reported that the patient's implantable neurostimulator (ins) was explanted and replaced on (B)(6) 2012 due to battery depletion. The battery was depleted approximately four months after implant. Telemetry data from the ins showed the device was at end of service (eos) and the following settings were used: 6.0 v, 210 s pulse width, and 130 hz rate. A battery longevity calculation was performed using these settings and an estimated time to eos was found to be 4.45 months due to the high settings. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the battery to be at end of normal life and telemetry and output was okay. No significant anomaly was found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.